Event description:
During an unknown endoscopic procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the user advanced the device through wire guide to stenosis area and inflated the balloon then retracted, while found out the balloon cannot be retracted into endoscope working channel. User retracted balloon along with endoscope together from patient's esophagus. Then user pulled the balloon but the balloon cannot be retracted into endoscope working channel. User had to cut off the balloon then changed to another same device to complete the procedure. There was no reportable information at this time. Device was evaluated on 01apr2025. During evaluation it was noted that there is a hole in the blue tubing at 99cm from the handle [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. [An unrelated picture of an mbl-6-f label was also included on the complaint form.] Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the balloon cut from the catheter and the catheter was broken. The catheter was significantly bent and twisted between 95.5 cm and 108.5 cm from the distal end of the white strain relief. A break in the outer blue catheter was also identified approximately 99 cm from the distal end of the white strain relief. No portion of the catheter or balloon material appears to be missing. We were unable to determine the cause of the damage to the catheter. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Note: the pre-loaded wire guide with stem bumper was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. In the report it does not state if negative pressure and/or lubrication was applied to the balloon prior to advancement through the endoscope. Negative pressure and applying lubrication will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel" and to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.